Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to ventricular tachycardia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient's outcome and heartmate 3 left ventricular assist system, serial number (B)(6), cannot be conclusively determined through this evaluation. Additional information regarding the event, including product return availability, was requested from the account; however, no further information has been provided at this time and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 outlines potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.